Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a 'speaker malfunction' inop error message and had no sound. Patient involvement is currently unknown.